Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on. The patient replaced the battery to no avail. As the issue was not resolved, this complaint is being reported. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were power on resets observed in the black box. The pump was exercised for 24 hours with test battery cap and there were no power interruptions. The pump was opened and there was no moisture in the pump. There was no damage found to the battery compartment. The power issue was verified in the history but could not be duplicated. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.